Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found one haptic torn off. The cartridge was returned with no visible damage. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three-piece lens and one haptic tore off. The incision was enlarged to remove the lens and sutures were required.